Event description:
Customer alleged no audio alarm. The customer support engineer (cse) inspected the device and performed est and performance testing. The unit passed extended self testing as well as the performance testing. It is not verified that there was no audio alarm, and no malfunction may have occurred. This report is not an admission by co that this device caused or contributed to the event alleged in this report.